Event description:
Pregnant outpatient found by family member to be unresponsive at 02:30 due to low blood glucose after having tested at 190 mg/dl immediately prior to bed time. When tested by 911 emergency responders, the patient's blood glucose was found to be <20mg/dl. Subsequent testing of the suspect meter/strips revealed that they were obtaining results that were testing >30-40% higher than those of a quality controlled hospital meter of a different type. Testing the suspect meter with strips from a different source obtained results that were within advertised tolerances indicating that the strips were defective. We have encountered the problem of strips testing outside of acceptable ranges on several occasions with this meter.